Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID:(B)(4), serial/lot #: (B)(6), ubd: UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when they were trying to charge the implant the controller would stop the charge and would show some codes that said to call mdt. Patient does not know what the codes were but that it said to call mdt. Patient states they restarted the handset and the charging would work for a bit but then either the code would come back or the controller battery would deplete quickly before the implant even charged a little bit. Patient states also the relay box and recharger gets really hot when they are trying to charge. While on the call patient states they see no visual damage to the bp, controller, connector/pins and see no visual damage to the recharger while on the call patient states the controller is showing 100% and the implant is showing 70% agent reviewed and sent request to repair to replace the recharger. Patient will call back if they need further assistance. Patient will call back if they need further assistance.

Manufacturer narrative:
The recharger with model number 97755 and serial number (B)(6) was received for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.